Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. G4: additional PMA/510(k) number ¿ k101880. H6: additional patient codes: 1932-inflammation and 1994-pain. The device will not be returned for analysis as it remains in the patient's mouth; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient returned with peri-implantitis around the implant at tooth site #19. The doctor flapped the area around the implant and found a broken piece of the screw thread from the implant present and removed the broken part. The implant was integrated so the doctor left it implanted after smoothing down any rough edges. Symptoms as a result of the event: edema, inflammation, pain & swelling.